Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, mildly tortuous, mid left anterior descending artery. After pre-dilatation was performed an attempt was made to cross the 2.75x33 mm xience prime stent delivery system (sds); however, it would not cross. During the attempt the proximal shaft became heavily kinked and separated. A 2.5x15 mm and 2.75x18 mm xience v were deployed to successfully complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft kink was able to be confirmed. The reported detachment of device was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.